Manufacturer narrative:
Analysis of the pump ngp327699h revealed a pump motor feedthru anomaly involving shorting across the insulator. During destructive analysis corrosion and bridging across the insulation of the m1 feedthru was found.

Event description:
It was reported that a motor stall occurred and was confirmed by telemetry; however, the reporter stated that motor stall recovery had not occurred. The caller stated that approximately 1.5 weeks prior to the report, the patient started receiving a motor stall "basically due to a low battery." The clinic had caller earlier on the day of the report stating that the pump had gone into shelf state and that there was a motor stall with low battery and reset. It was also stated that when they tried to interrogate the pump "everything was blanked out; all the drug dosage and concentration and everything was blanked out and everything." No patient symptoms were reported at this time. It was later reported that telemetry confirmed that the motor stall occurred on (B)(6) 2013 and also recovered on (B)(6). "Reset occurred, low battery occurred" on (B)(6) as well as "pump in safe state." The pump was currently in safe state. The caller was to inform the healthcare provider (hcp) that the pump may need to be replaced. The device system was used to deliver sufentanil. It was reported one week later, on (B)(6) 2013, that a critical alarm due to the reset error was occurring. The pump was replaced on the day of the report. It was also reported that the hcp wanted to reduce the daily dose by 50% because she didn't know what the patient had been and had not been getting and the patient "has been talking about withdrawal symptoms." The device system also delivered baclofen and clonidine.

Manufacturer narrative:
Product ID: 8703w, lot# l81766, implanted: (B)(6) 2001, product type: catheter. (B)(4).